Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose (bg) ranged from 50-225 mg/dl. Customer consumed food to address low bg of 50 mg/dl and delivered a correction bolus via the pump to address elevated bg of 225 mg/dl.